Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the reservoir was leaking insulin at the luer connection. The customer's mother stated that the reservoir had been filed to 280 units of insulin the night prior to the event, and at the time of the phone call there was only 135 units of insulin in the reservoir. The customer's mother stated that she would charge the infusion set and reservoir to resolve the problem. Nothing further was reported.